Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/01/2013 -device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A visual inspection and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that multiple cartridges have leaked inside the cartridge compartment resulting in the patient experiencing blood glucose (bg) over 300mg/dl with headache, blurred vision, and irritability. A specific date for the bg excursion(s) was not provided. The reporter stated this issue has occurred with cartridges from four different boxes. The patient has reportedly discontinued insulin pump therapy and is on a back-up plan for insulin delivery. The reporter noted that the luer lock on the cartridge is tight and she cannot determine from where on the cartridge the insulin is leaking. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy due to a leaking cartridge.